Event description:
Healthcare professional reported right side "appearance of a hardened and painful cord" in the thoracic-abdominal region; also mentions fever a few days ago associated with a "feeling of tightness in the chest with shortness of breath", " the patient experienced intense pain in the right breast, accompanied by breast asymmetry, with marked swelling in the right breast. The patient underwent breast ultrasonography that showed rupture of the right breast prosthesis. Accompanying the patient developed "superficial phlebitis in the right inframammary region", and "axillary lymph adenomegaly at right with significant replacement of its hilum by material suggestive of silicone. Thrombophlebitis of superficial vein in the anterior hemi clavicular line in the right breast." Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: pain: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Fever: unable to confirm as it is a medical event not related to the device. Dyspnea: unable to confirm as it is a medical event not related to the device. - edema: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Observed two devices observed in the photo. A device appears to be intact, and the other have an opening, both devices without labeled by side explanted. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, seroma-late, rupture.